Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a pcs2 device which was observed to have a visible spark coming from one of the printed circuit boards within the device. On (B)(6) 2018 a haemonetics field service engineer (fse) evaluated the device and confirmed that the device had a defective motor control pcb and centrifuge distribution pcb. The fse replaced the two faulty components and calibrated the device systems. The fse then verified that the device meets all manufacturing specifications, and the pcs2 was returned to service. There were no reports of an injury as a result of the electrical shorting/failure observed on the centrifuge distribution board, however haemonetics has previously submitted a medwatch report for similar incidents, as such this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics was notified of a pcs2 device which was observed to have error messages related to the centrifuge and pump motors during power on self test. The customer's on-site technician evaluated the device and found the centrifuge distribution pcb and motor control pcb needed to be replaced. The technician observed a visible spark when replacing the centrifuge distribution pcb, indicating a component failure on the board that has resulted in an electrical short. This failure was discovered during the power on self test (post) protocol, prior to any donor/patient involvement in the procedure. This hardware failure will prevent the device from being able to complete the tests within the post. Failure to successfully complete the post protocol tests will make it impossible for the device to initiate any procedures until repairs have been made and the post tests have been passed. The technician did not report any injuries as a result of the observed failure.